Event description:
It was reported that during a prostate procedure, the laser displayed errors indicative of a laser display issue. The physician reverted to turp to complete the procedure. Patient and user condition "ok" reported.